Event description:
It was reported that during an esophagoenterostomy procedure, and during creation of an anastomosis the staple line was incomplete. The procedure was completed with suture. There was no pt consequence.